Event description:
The physician used a wilson-cook tri-clip endoscopic clipping device. The device was advanced through the endoscope and the clip exited the outer sheath. At this time, the clip detached in the open position into the patient's colon. The clip was left to pass naturally through the gi tract. No injury to the patient was reported.